Manufacturer narrative:
The failure investigation has been completed and the alleged usb port charging issue was verified while based on the analysis, the alleged battery depletion issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and pump's usb port was damaged resulting in difficulties charging the pump and pump shutting off. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued using pump for insulin therapy.